Manufacturer narrative:
No devices were received for an investigation; therefore, the condition of the components is unknown and an evaluation is not possible. Review of the device history records cannot be performed due to product part and lot numbers being unavailable. This device is used for treatment. The complaint history search for related complaints could not be conducted due to product part lot number being undetermined. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing unknown difficulty with the implant.